Manufacturer narrative:
Device investigation narrative - one service replacement powermax elite motor drive unit, part number (B)(4) was received on (B)(6) 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was observed. Complaint of overheating was confirmed. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor and gearbox could not be removed from the housing for further assessment due to corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about (B)(6) 2016. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the powermax hand control became extremely hot during the procedure. A back-up device was obtained and used to complete the procedure. A 15 minute delay was noted and no patient or staff was impacted as a result.